Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported the cause of the lead migration is undetermined. The rep was not able to get the ins out of over discharge. The patient is having and MRI before any decisions or next steps are preformed. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 04-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's therapy had worked well for the first 4 months, then the lead moved. It was reported the lead had "curled a bit". A plate was placed on the patient's neck so the lead would work, but it didn't help. The patient had met with a rep for reprogramming, but that also didn't help. It was noted the patient could not recall the rep's name nor the date the rep was made aware of this issue. It was reported that the device wasn't working for the patient and their doctor told them to turn the therapy off. The device had been "dormant" for 2 years, and then in 2017, the patient tried turning the therapy back on. When they did, pain traveled to their hands like pins and needles. The patient's spinal and cervical stenosis was getting worse, so the patient was told to turn it back on, but the patient was not able to get a connection and inquired how they could determine MRI eligibi lity for their neck. They also asked if the lead could be implanted in the same position again. They were redirected to see their doctor to discuss what their options were and to determine if the ins had gone into an over discharge state. It was reviewed with the patient how to use the programmer to activate and deactivate MRI mode. On november 8, 2019, a rep confirmed that the ins was in over discharge. They explained that the patient had last successfully recharged the ins 2 years prior to the report. They had then tried using their stimulation about 1.5 years prior to the report, but they couldn't due to the over discharge. MRI compatibility guidelines were reviewed with the rep, as well as how to resolve the over discharge. Additional information was received from the rep on november 19, 2019. They confirmed they reached out to the hcp to try and obtain the requested information. They reported they were unable to identify which rep was working with the patient between (B)(6) 2015 and (B)(6) 2017. The lead was collected by the hospital and was not available to be returned. No information regarding the cause of the lead movement and "curling" was provided. The rep confirmed they were not able to get the device out of over discharge, and is still in over discharge. They noted the patient was going to have an MRI before any decisions on next steps will be known. On (B)(6) 2019, an MRI technician contacted technical services for MRI compatibility guidelines. They reported that the patient said the device was no longer active and their remote was dead. The MRI technician did not have any further information to provide. MRI guidelines were reviewed. Additional information was received on 2019-nov-20 from the health care provider (hcp) via a manufacturer representative reporting that the MRI was reviewed and the lead was not displaced. The patient did not want a replacement and opted for an explant. No further complications were reported.